Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4). Has been completed. The reported problem (check te pad messages) has been confirmed. During a pulse test, the white pulse wire arced to pin 49 of u713. The electrode belt was scrapped due to the misdirected pulse. The root cause for the misdirected pulse was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
An electrode belt was returned to a distributor and it was reported that a patient was receiving frequent check therapy electrode messages.